Event description:
On 05/19/2008, the pt reported that his infusion sites are "coming out" after 1-2 days of use and insulin is leaking from under the adhesive. She stated that she uses IV prep because the infusion site irritates her skin. She uses an 8mm cannula and feels that the issue would be resolved with a longer cannula. No physiological effects were reported. The pt was sent replacement infusion sets and tegaderm hp. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.